Event description:
It was reported to boston scientific corporation that a obtryx was implanted into the patient on (B)(6) 2013. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; thi pain; rec incont; aggrav incont; oth pain: right side pain down to the knee. Nonsurgical treatments: on (B)(6) 2013 the patient commenced pain medication: panadol osteo for the treatment of: to alleviate pain. Treatment duration: 8 years. On (B)(6) 2016 the patient commenced incontinence medication: oxybuton for the treatment of: to treat incontinence. Treatment duration: 5 years. On (B)(6) 2015 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: to treat incontinence and pelvic floor manipulation. Treatment duration: 2 years. On (B)(6) 2017 the patient commenced topical treatment (including oestrogen cream): aci-gel restore (vaginal cream) for the treatment of: to treat dryness and itchiness. Treatment duration: 4 years. On (B)(6) 2015 the patient commenced pain medication: lyrica for the treatment of: to treat pain. Treatment duration: 2 months. On (B)(6) 2013 the patient commenced other (please specify) for the treatment of: to treat utis. Treatment duration: 8 years.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.